Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic congestion syndrome. History of stents in the abdominal blood vessel. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (left device removed). At the time of the report, the device dislocation had not resolved and the abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain and device dislocation to be related to essure. The reporter commented: reporter stated that the coils (the devices) may possibly be causing long-lasting problems for the patient. The left intrauterine device was removed, but the right intrauterine device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel, and possibly in the vessel wall. This intrauterine device was left in place. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic congestion syndrome. History of stents in the abdominal blood vessel. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (left device removed). At the time of the report, the device dislocation had not resolved and the abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain and device dislocation to be related to essure. The reporter commented: reporter stated that the coils (the devices) may possibly be causing long-lasting problems for the patient. The left intrauterine device was removed, but the right intrauterine device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel, and possibly in the vessel wall. This intrauterine device was left in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('right implant moved from fallopian tube / implant located directly beneath peritoneum by right common iliac vein'), venous injury ('right implant seems to be located in vascular wall of iliac vein'), abdominal pain ('abdominal pain') and pelvic inflammatory disease ('inflammations in my pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic congestion syndrome. History of stents in the abdominal blood vessel. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), venous injury (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("a lot of pain during menstruation"), ovulation pain ("a lot of pain during ovulation") and pelvic pain ("pelvic pain"). The patient was treated with surgery (left essure implant surgically removed on (B)(6) 2020). At the time of the report, the device dislocation had not resolved and the venous injury, abdominal pain, pelvic inflammatory disease, back pain, dysmenorrhoea, ovulation pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury to be related to essure. The reporter commented: health care professional stated that the coils (the devices) may possibly be causing long-lasting problems for the patient. The left intrauterine device was removed, but the right intrauterine device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel, and possibly in the vessel wall. This intrauterine device was left in place. Patient reported herself, "I want to report a care injury caused by the essure implant. The implants were surgically inserted in 2009 and I have suffered for many years because of them. Since the essure implants were inserted, I have had a great deal of trouble with back pain/pelvic pain and inflammation in my pelvis. A lot of pain during ovulation and menstruation. I had the left essure implant surgically removed on (B)(6) 2020. The right implant has moved from the fallopian tube and cannot be removed surgically. The doctors believe that the implant is located directly beneath the peritoneum by the right common iliac vein. This means that the implant cannot be removed surgically because it is far too risky to try to remove it because it seems to be located in the vascular wall in the iliac vein. The doctor said that I may bleed to death if it is removed. There is also a risk that the essure implant will continue to travel around in my body. The implant is causing me a great deal of pain and suffering." Health care professional stated that there is no plan to remove the right intrauterine device because it is too much risk as it is located in a major vessel. Assessed as not causing the patient problems. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: reporter causality comment added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('right implant moved from fallopian tube / implant located directly beneath peritoneum by right common iliac vein'), venous injury ('right implant seems to be located in vascular wall of iliac vein'), abdominal pain ('abdominal pain') and pelvic inflammatory disease ('inflammations in my pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic congestion syndrome. History of stents in the abdominal blood vessel. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), venous injury (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("a lot of pain during menstruation"), ovulation pain ("a lot of pain during ovulation") and pelvic pain ("pelvic pain"). The patient was treated with surgery (left essure implant surgically removed on (B)(6) 2020). At the time of the report, the device dislocation had not resolved and the venous injury, abdominal pain, pelvic inflammatory disease, back pain, dysmenorrhoea, ovulation pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury to be related to essure. The reporter commented: health care professional stated that the coils (the devices) may possibly be causing long-lasting problems for the patient. The left intrauterine device was removed, but the right intrauterine device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel, and possibly in the vessel wall. This intrauterine device was left in place. Patient reported herself, "I want to report a care injury caused by the essure implant. The implants were surgically inserted in 2009 and I have suffered for many years because of them. Since the essure implants were inserted, I have had a great deal of trouble with back pain/pelvic pain and inflammation in my pelvis. A lot of pain during ovulation and menstruation. I had the left essure implant surgically removed on (B)(6) 2020. The right implant has moved from the fallopian tube and cannot be removed surgically. The doctors believe that the implant is located directly beneath the peritoneum by the right common iliac vein. This means that the implant cannot be removed surgically because it is far too risky to try to remove it because it seems to be located in the vascular wall in the iliac vein. The doctor said that I may bleed to death if it is removed. There is also a risk that the essure implant will continue to travel around in my body. The implant is causing me a great deal of pain and suffering." Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record (B)(4) (medwatch 3500a MFR number 2951250-2020-01704) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: reporter (patient) was added. Patient's comment was added. New events added: dysmenorrhoea, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury. Patient considered all events to be related to essure. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('right implant moved from fallopian tube / implant located directly beneath peritoneum by right common iliac vein'), venous injury ('right implant seems to be located in vascular wall of iliac vein'), abdominal pain ('abdominal pain') and pelvic inflammatory disease ('inflammations in my pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic congestion syndrome. History of stents in the abdominal blood vessel. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), venous injury (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("a lot of pain during menstruation"), ovulation pain ("a lot of pain during ovulation") and pelvic pain ("pelvic pain"). The patient was treated with surgery (left essure implant surgically removed on (B)(6) 2020). At the time of the report, the device dislocation had not resolved and the venous injury, abdominal pain, pelvic inflammatory disease, back pain, dysmenorrhoea, ovulation pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury to be related to essure. The reporter commented: health care professional stated that the coils (the devices) may possibly be causing long-lasting problems for the patient. The left intrauterine device was removed, but the right intrauterine device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel, and possibly in the vessel wall. This intrauterine device was left in place. Patient reported herself, "I want to report a care injury caused by the essure implant. The implants were surgically inserted in 2009 and I have suffered for many years because of them. Since the essure implants were inserted, I have had a great deal of trouble with back pain/pelvic pain and inflammation in my pelvis. A lot of pain during ovulation and menstruation. I had the left essure implant surgically removed on (B)(6) 2020. The right implant has moved from the fallopian tube and cannot be removed surgically. The doctors believe that the implant is located directly beneath the peritoneum by the right common iliac vein. This means that the implant cannot be removed surgically because it is far too risky to try to remove it because it seems to be located in the vascular wall in the iliac vein. The doctor said that I may bleed to death if it is removed. There is also a risk that the essure implant will continue to travel around in my body. The implant is causing me a great deal of pain and suffering." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: updated quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain'), device dislocation ('right implant moved from fallopian tube / implant located directly beneath peritoneum by right common iliac vein'), fallopian tube perforation ('perforation unilateral right'), venous injury ('right implant seems to be located in vascular wall of iliac vein') and pelvic inflammatory disease ('inflammations in my pelvis') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult insertion, the right inplant has to be taken out" on (B)(6) 2009. The patient's medical history included pelvic congestion syndrome and parity 4. History of stents in the abdominal blood vessel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), venous injury (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("a lot of pain during menstruation"), ovulation pain ("a lot of pain during ovulation"), pelvic pain ("pelvic pain") and pelvic congestion ("pelvic congestion syndrome") and underwent venous stent insertion ("several stents in abdominal veins"). The patient was treated with surgery (left essure implant surgically removed on (B)(6) 2020). At the time of the report, the abdominal pain and device dislocation had not resolved and the fallopian tube perforation, venous injury, pelvic inflammatory disease, back pain, dysmenorrhoea, ovulation pain, pelvic pain, pelvic congestion and venous stent insertion outcome was unknown. The reporter provided no causality assessment for pelvic congestion and venous stent insertion with essure. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury to be related to essure. The reporter commented: health care professional stated that the coils (the devices) may possibly be causing long-lasting problems for the patient. The left intrauterine device was removed, but the right intrauterine device had moved out into the abdominal cavity and was positioned dangerously close to a large blood vessel, and possibly in the vessel wall. This intrauterine device was left in place. Patient reported herself, "I want to report a care injury caused by the essure implant. The implants were surgically inserted in 2009 and I have suffered for many years because of them. Since the essure implants were inserted, I have had a great deal of trouble with back pain/pelvic pain and inflammation in my pelvis. A lot of pain during ovulation and menstruation. I had the left essure implant surgically removed on (B)(6) 2020. The right implant has moved from the fallopian tube and cannot be removed surgically. The doctors believe that the implant is located directly beneath the peritoneum by the right common iliac vein. This means that the implant cannot be removed surgically because it is far too risky to try to remove it because it seems to be located in the vascular wall in the iliac vein. The doctor said that I may bleed to death if it is removed. There is also a risk that the essure implant will continue to travel around in my body. The implant is causing me a great deal of pain and suffering." Health care professional stated that there is no plan to remove the right intrauterine device because it is too much risk as it is located in a major vessel. Assessed as not causing the patient problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test done. Test confirm tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: relevant history: parity 4 added. Lab data added. Events: ¿pelvic congestion¿, ¿venous stent insertion¿, ¿device difficult to use¿, ¿fallopian tube perforation¿ added. Outcome for event ¿abdominal pain¿ updated. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.